Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-nov-2022. H6: investigation summary a complaint of the tubing being found in two pieces was received from the customer. One sample and a non bd extension set was returned for investigation. Through visual inspection, the customer complaint was confirmed. The set had separated at the top of the pumping segment. No damage was seen to the tubing. The ring retainer and indentation from the ring retainer could not be seen. The lot was determined using smartsite ids. A device history record review for model 2426-0500 lot number 22063334 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. An investigation was performed, and the potential root causes were determined to be that the operator did not place the ring retainer on the silicone and that the current sensors do not detect when the ring retainer is not present. The current sensors are going to be replaced with new sensors that will be able to detect the presence of the ring retainer to prevent this separation defect.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the components separated. There was no report of patient impact. The following information was provided by the initial reporter: following infusion and upon removing from pump tubing was found in two pieces.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter facility name: (B)(6) medical center. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set, the components separated. There was no report of patient impact. The following information was provided by the initial reporter: following infusion and upon removing from pump, tubing was found in two pieces.